Event description:
It was initially reported that the pt was experiencing high lead impedance and fluctuation in dcdc value following a pt's fall. It was later determined by the facility that the pt would be disabled and referred for x-rays. The x-rays have not been sent to the manufacturer for review. During the revision surgery, it was noted that the explanted lead showed a loop of bare wire through the outer casing. The pulse generator was replaced prophylactically at that time as it was known to not be at an end of service condition. The explanted lead and pulse generator have yet to be returned to the manufacturer for analysis. Good faith attempts to obtain additional info are currently in progress. Last known diagnostics were within normal limits.